Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor and battery tube assembly. It was unable to verify unexpected zeros on the screen due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was splashed with water. She removed the battery and when reinserting it, the screen showed zeros at the top and it would not exit that screen. She also stated that device had a constant tone without an alarm or alert shown and the screen seemed pixilated. Blood glucose value was 111 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.